Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance spikes on the right atrial (ra) lead. The impedances are typically stable around 500 ohms, but spikes were noted over the last year. The highest impedance values were greater than 3000 ohms. At this time, the ICD and ra lead remain in service. The ra lead is a competitor's product. No adverse patient effects were reported.